Event description:
Additional information : the patient was sent to the emergency room on (B)(6) 2016 for lethargy, hypotension, nausea, vomiting, and coffee ground emesis.

Manufacturer narrative:
Approximate age of device: 1 year, 5 months. Manufacturer's investigation conclusion: a correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of{heartmate ii left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient was admitted on (B)(6) 2016 with anemia and positive occult stool. Gastrointestinal (gi) bleeding was confirmed. The patient was transfused with two units of packed red blood cells (prbc). No imaging was performed and anticoagulation was held. The patient was sent to the emergency room on (B)(6) 2019 for lethargy, hypotension, nausea, vomiting, and coffee ground emesis. Patient arrived to ER unresponsive and gasping. Due to do-not-resuscitate/do-not-intubate status, the patient was bagged but ultrasound confirmed no heart contraction and code was called in the ER. The patient expired on (B)(6) 2016 due to upper gi bleed. The pump was not explanted and will not be returned.